Manufacturer narrative:
MFR's report date: 12/07/2010. (B)(4). Pressure testing confirmed the customer's complaint as leakage was observed from a crack in the female luer. It was not possible to identify the exact root cause of the crack.

Event description:
The user reported that after the set had been in use on the pt for 1 day, they noticed a leak from a crack in the female luer. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.